Event description:
It was reported that the insulin pump alarmed stuck button. The customer stated that she wore the insulin pump on her pajama pants with the buttons facing towards her skin. She stated that the insulin pump suspended insulin delivery when the alarm occurred, so she woke up with high blood glucose on one occasion. The customer's blood glucose was 6.6 mmol/l. She stated that the button had been pressed for 3 minutes or longer when that occurred. She stated that she was able to clear the alarm and advised that the buttons were working. She also reported that on one occasion, the insulin pump ran out of battery. She stated that she did not receive a low battery warning prior to the insulin pump losing power. She later clarified that the insulin pump had been alarming at night but she had not heard it. She was advised that unattended alarms would drain the battery quicker than normal.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.